Manufacturer narrative:
Initial reporter phone: (B)(6). Initial reporter fax: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was used during a biopsy procedure performed on (B)(6) 2022. During procedure, metal pieces were found in the cup. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter phone: (B)(4). Initial reporter fax: (B)(4). Block h6: device code a180104 captures the reported event of foreign material present in device. Block h10: the returned radial jaw4 was analyzed, and a visual evaluation noted that no signs or remnants of foreign material were found inside the jaws. Under magnification, no misalignments or gaps between the jaws were found. The clevis and the wires were also in good condition. The reported event was not confirmed. Based on all available information, it is possible that the manipulation, or other equipment used could have affected the procedure causing the reported complaint. However, there is no evidence to determine whether the problem was due to some issue in the device. Therefore, the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a radial jaw4 biopsy forceps was used during a stomach biopsy procedure performed on (B)(6) 2022. During procedure, metal pieces were found in the cup. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event.